Event description:
It was reported that the user received a replacement ilet and attempted setup but did not see drops because the insulin cartridge had not been inserted; after guided setup including rewinding, inserting the cartridge, confirming drops, and placing the infusion set, the user resumed insulin delivery, with hyperglycemia occurring while disconnected and after eating. Symptoms included "feeling okay and feeling high". Outcomes included transient hyperglycemia that lasted about two hours and resolved after reconnecting to the ilet, with no alerts, no outside assistance, and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed use-related setup error with no device alarms, no device malfunction identified, and cause unclear for the hyperglycemia beyond the period of disconnection and meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.